Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. The initial evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As an incomplete device was returned, the reported condition and the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv5 underinfused. This occurred during patient infusion. The reporter stated that the expected flow rate of the device was 5 ml/hr but the device actually flowed at a rate of 1.7 ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.